Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be stored pacemaker mediated tachycardia (pmt) episodes. Further review of the pmts showed that the rhythm appeared to be atrial driven and was successfully terminated by the algorithm. The presenting egm also showed possible oversensing on the right atrial (ra) lead. Ts discussed review and programming options with the hcp. No adverse patient effects were reported. This pacemaker and ra lead remain in service.